Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Device evaluation: visual analysis of the returned device identified a broken shell and others, underweight, crease fold and missing a piece of the shell (0-25%). A microscopic analysis was performed which identified a sharp broken on the anterior and smooth broken on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the anterior assessed as unidentified (tear) opening. Missing shell due to inconclusive. A smooth broken due to smooth opening.

Event description:
Patient reported left side breast is "painfully hard and looks abnormal due to capsular contracture." Patient additionally reported hematoma and rupture. Device has been explanted.